Event description:
Customer alleged motors overheating and veering. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-cg, (B)(4) is approximately 2 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumer resides in a facility, her medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the facility reported that the motors were overheating, hot to the touch and they mentioned smoke. The chair was allegedly veering also. The dealer brought the tdxsp-cg power chair to the shop to evaluate. The power chair was run on blocks for 6 hours and nothing out of the normal was noticed during testing. The dealer replaced the motors on the chair, warranty order (B)(4). No injury.